Manufacturer narrative:
The device was reprogrammed to vvi 80 rather than no intervention was performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the atrial lead appeared to be pacing the right ventricle. It was discovered that the atrial lead had dislodged. No intervention was performed at this time. The patient was asymptomatic.